Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the customer experienced an ongoing low blood glucose (bg) level of 41 mg/dl. Reportedly the customer was not feeling well. Suspected cause was due to the customer's personal profile requiring adjustments. Customer consumed carbohydrates to address bg.